Event description:
It was reported that the patient was hospitalized for left- sided weakness. Pauses were observed on the telemetry monitor. Upon interrogation of the pulse generator, unipolar capture threshold was 0.75 v at 0.4 ms and lead impedance was 410 ohms. When the device was programmed to bipolar pacing, loss of ventricular capture was noted. A chest x-ray was performed, revealing an insulation breach. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.